Event description:
Customer's grandfather reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. Customer was disconnected during prime. It was stated that the customer dropped the insulin pump in a puddle. The drive support cap is recessed. Blood glucose value was 184 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to verify prime alarm due to motor error alarm. No moisture damage on electronic assembly during visual inspection. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked case at display window corner, broken battery tube threads, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.